Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing on the rv (right ventricular) lead. It also indicated the criteria for the right ventricular lead integrity alert were met, there was oversensing due to non-physiologic signals/sic (sensing integrity counter), and there was unexpected delivery of a ventricular tachyarrhythmia therapy.

Event description:
Additional information was received which noted that the patient received inappropriate therapy due to the t-wave oversensing (twos). It was also reported that during the twos episode, analysis determined the twos criteria was intermittent as the r wave amplitude pattern and the t wave pattern did not meet twos discriminator criteria to continue withholding, resulting in inappropriate therapy being delivered. The rv lead and implantable cardioverter defibrillator (ICD) remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited t-wave oversensing (twos). The sensitivity of the lead was reprogrammed but the twos was still present. Other reprogramming options were discussed with the clinic, and the rv lead remains in use. No patient complications have been reported as a result of this event.